Event description:
During use of the heart - lung console, the backup battery remaining life indicated that the batteries were no longer charged. One of the two power supplies for the system had failed. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but no conclusions have been reached.